Event description:
"Is this event related to a device failure/deficiency? No. The site initially reported the event of " myelopathy" in the study database on 17-dec-2024. The event description is: "patient had onset weakness of lower extremities". The site responded "no" to the question "was the adverse event associated with a device deficiency?" Therefore, the response provided above is based upon the sites assessment. The site reported the events as being not related to the device, possibly related to the procedure, and related to a pre-existing condition. These responses have been used to populate the questions below. Please note that this event is being reported to qa complaints based upon the clinical event committees (cecs) adjudication of the event. The cec adjudicated this event as being related to the relay stent-graft. The namsa safety spreadsheet which was submitted to ta on 09-dec-25 has been submitted to qa complaints separately. Was this event an anticipated/expected event? Yes. Was surgical intervention required? No. Is this event related to the procedure? Possibly. Is this event related to a pre-existing condition? Yes. The following imaging is available in the medidata database: pre-procedure CT (18-sep-2024), extension implant xa (27-nov-2024), and discharge/30 day CT (15-jan-2025). Available source/medical notes for this event have been provided separately. Other adverse events reported for his subject include the following: melena and arrythmia (ventricular tachycardia). An export of the information available in the study database for this subject to date has been provided separately." Patient outcome: "the reported outcome was recovered. Type of recovery was resolved without treatment. Type of resolution was resolved without sequalae. The reported end date for the event was 06-dec-2024. This subject remains in the study in follow up."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.